Event description:
It was reported that the patient's blood glucose level rose to approximately 18 mmol/l (324 mg/dl) while wearing the pod between 37 and 48 hours. The device was originally reported skin swelling and redness. Investigation found the top housing and multiple internal components were observed to be damaged.

Manufacturer narrative:
The device was received deployed. Top housing was observed to be damaged. After opening the device, multiple internal components were observed to be damaged. It was determined that the internal observed damages were a result of the damage to the top housing of the pod. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The fluid path test could not be performed due to the observed damages. The formed needle, soft cannula and bottom housing were inspected and no abnormalities were found that would contribute to the reported skin swelling and irritation. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.